Event description:
It was reported the patient presented prior to a routine generator exchange. Interrogation revealed the left ventricular lead exhibited high capture thresholds. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.